Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
Date sent to the FDA: 1/19/2016. It was reported that patient underwent resection of vaginal mesh on (B)(6) 2013 due to mesh exposure with symptomatic discharge. It was reported that patient underwent wound exploration suprapubically with resection of mesh on (B)(6) 2013 due to pelvic pain from mesh. No additional information was provided. (B)(4).